Manufacturer narrative:
Product event summary: two cac adapters were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via functional testing on one of the two cac adapters ((B)(4)). Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an intermittent power/ground wire that is creating an unstable dc voltage output (short). The confirmed malfunction is related to the reported event. The most likely root cause of (B)(4) failure can be attributed to wear at the strain relief, as a result of excessive bending, likely contributing to fraying or breaking of a wire. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿controller ac adapter, controller ac adapter / (B)(4) / model #: 1425 / expiration date: unk UDI #: asku, return date: 2015-10-14, evaluated by MFR, mfg date: unk, not labeled for single use, (B)(4).

Event description:
It was reported that two controller ac adapters would not provide power to the controller. One would not provide charge on one side of the controller and the other did not provide power on either side. The ac adapters were replaced. No patient complications have been reported as a result of this event.